Manufacturer narrative:
Section d10 references: product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory h3. Analysis of the lead (s/n (B)(6) ) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3300542m (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead impedance was found to be too high during the surgery. The lead was never implanted. The replacement was completed at that time. The issue was resolved.